Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h1, h6.

Event description:
Device has been explanted and replaced.

Event description:
Company representative reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device on anterior side assessed as unidentified (tear) opening. Additional observations: ¿ white particles inside of the device. ¿ crease flat observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e1, e2, e3, h3, h6.